Manufacturer narrative:
Other, other text: date of event: (B)(6) 2020. Additional information was received that this did happen with a patient present but the circumstances are not known.

Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that smiths medical medfusion pump displayed an acu watchdog error. No adverse patient effects were reported.